Manufacturer narrative:
The synchro guidewire was returned wrapped around itself packaged in its opened pouch in double biohazard plastic bags. The torque device was returned on the guidewire. Analysis of the returned device revealed that the guidewire was returned in two segments. Under magnification and it was observed that the guidewire was separated at approximately 189.6cm from its proximal end. The core wire was also separated at approximately 190.0cm from its proximal end. Approximately 0.4cm section of the core wire was protruding out of the nitinol (proximal side) section. The guidewire 10.0cm separated distal segment was examined. The nitinol was kinked and separated on two other places at approximately 4.0mm and 6.0mm distal to the separated site. The guidewire was bent along its nitinol section. The guidewire was bent at the separated proximal nitinol site. The core wire was also bent. From the condition of the nitinol fracture site and core wire it appears to be separated due to excessive torque. The guidewire was examined along its length and it was observed that the proximal bond joint was conforming to its specifications. The guidewire was bent at 27.0cm from its proximal end. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled off on several places along its 16.0cm proximal length from the proximal end. The coating was scraped on the guidewire. The torque device was on the guidewire where the ptfe was scrapped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been tightened and the torque collet peeled down the guidewire ptfe. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were also measured and determined to be within specification. From the condition of the guidewire the functional evaluation could not be performed. Per device direction for use(dfu); ¿always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)¿ based on the review of the device analysis it appears that the damage sustained to the guidewire was the result of use error. Therefore, use error was assigned to the analyzed guidewire ptfe coating peeling. However, based on the information currently available, the exact cause for the reported guidewire break cannot be determined.

Event description:
It was reported that during a procedure, the guide wire broke. The broken guidewire was removed with a lasso device. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a procedure, the guide wire broke. The broken guidewire was removed with a lasso device. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available, the exact cause for the reported guidewire break cannot be determined.

Event description:
It was reported that during a procedure, the guide wire broke. The broken guidewire was removed with a lasso device. The procedure was completed successfully without clinical consequences to the patient.